Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was bulging on the left proximal shaft of penis. An ipp revision surgery was performed in which the 21cm cylinders were removed and replaced with 18 cm cylinders and 2cm rear tip was place only in the right corporal body. The pump was also removed and replaced. The patient is expected to fully recover.